Event description:
It was reported to resmed that an astral external battery was not charging. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence, the investigation determined that the reported complaint was due to a defective external battery case. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference (B)(4).

Event description:
It was reported to resmed that an astral external battery was not charging. There was no patient harm or serious injury reported as a result of this incident.